Event description:
Ventilator was in use with the pt undergoing bedside surgical procedure when loss of positive expiratory end pressure (peep) noticed. Doctors replaced ventilator and continued with procedure. No harm or injury to pt.